Manufacturer narrative:
=Additional info was requested from the hospital, but no other info is available. If the sample is received a supplemental report will be submitted with the investigation results. (B) (4). (B) (4).

Event description:
The catheter leaked from the extension tubing. The leaking was observed because the local insertion presented hyperemia. The catheter was removed immediately.